Event description:
Lenghtwise crack found on the arterial lumen. Catheter still inserted, lumen was exchanged. Catheter was implanted for 2 yrs 5 months.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete, a supplemental report will be submitted.